Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl at the time of incident and blood glucose was 543 mg/dl. The customer did experience the symptoms such as she was cranky. Customer was treated with manual injection. Customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer was performed displacement test and the test was no reservoir. The customer declined to perform the high pressure test and run the self test and these test was passed. The customer also stated that insulin was exited with quick release. The customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.